Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a farawave pulmonary vein isolation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The left atrial appendage (laa) was clear of clot confirmed by transesophageal echocardiogram (tee). 19,0000 units of heparin was given. The faradrive sheath and versacross connect were introduced into superior vena cava (svc). Then a clot was noted on the versacross rf wire. Both wire and dilator were removed and the sheath was aspirated where clot was noted in the syringe. The physician tried to aspirate from the sheath again but was unable to. The sheath was removed from the patient and flushed on the table. A sizeable clot was noted that occluded the diameter of the sheath. The patient will be treated and will get a hematology consult. Also, a dose of apixaban doubled for 1 week was given (assuming pe). Act was at 334the procedure was aborted and patient was awoken from anesthesia. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged same day.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of thrombosis and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of thrombosis is a known inherent risk of the versacross connect access solution for faradrive device. The adverse event is anticipated in nature as per the IFU for the versacross connect access solution for faradrive as reported to bsc.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a farawave pulmonary vein isolation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The left atrial appendage (laa) was clear of clot confirmed by transesophageal echocardiogram (tee). 19,0000 units of heparin was given. The faradrive sheath and versacross connect were introduced into superior vena cava (svc). Then a clot was noted on the versacross rf wire. Both wire and dilator were removed and the sheath was aspirated where clot was noted in the syringe. The physician tried to aspirate from the sheath again but was unable to. The sheath was removed from the patient and flushed on the table. A sizeable clot was noted that occluded the diameter of the sheath. The patient will be treated and will get a hematology consult. Also, a dose of apixaban doubled for 1 week was given (assuming pe). Act was at 334. The procedure was aborted and patient was awoken from anesthesia. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged same day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a farawave pulmonary vein isolation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The left atrial appendage (laa) was clear of clot confirmed by transesophageal echocardiogram (tee). 19,0000 units of heparin was given. The faradrive sheath and versacross connect were introduced into superior vena cava (svc). Then a clot was noted on the versacross rf wire. Both wire and dilator were removed and the sheath was aspirated where clot was noted in the syringe. The physician tried to aspirate from the sheath again but was unable to. The sheath was removed from the patient and flushed on the table. A sizeable clot was noted that occluded the diameter of the sheath. The patient will be treated and will get a hematology consult. Also, a dose of apixaban doubled for 1 week was given (assuming pe). Act was at 334 the procedure was aborted and patient was awoken from anesthesia. The device is not expected to be returned for analysis (disposed).